Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered the issue was isolated to a de-capper. The rotation of the decapper head while de-capping was restricted by friction. During de-capping the tubes observed were lifted from the sample carriers during head up movement. The cse removed the de-capper head and serviced the o-rings. The cse verified the de-capper functionality. The cause of the samples spilled was due to a decapper malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Three patient samples were knocked out of the sample carriers and spilled onto the aptio automation system track. The samples serum or plasma was lost. There are no known reports of patient intervention or adverse health consequences due to the samples spill.